Event description:
The hospital reported that the small yellow button on the hand piece came loose on field just before first incision.

Manufacturer narrative:
Describe event or problem: the hospital reported that the small yellow button on the hand piece came loose on field just before first incision. Deroyal: raw material of the same lot reported was still available at the manufacturing facility. The product was inspected and found acceptable. A supplier corrective action report was issued to i.c. Medical to further investigate the incident.